Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted. The customer address exceeded maximum allowable digits, address is as follows: (B)(6) united states.

Event description:
It was reported that "anesthesiologist reported only a ¿normal" initial reading of spo2 and then flat line of signal, then observed ¿light went out" ¿ replaced sensor, and it was ¿picking up fine". No error code reported, emitter failed directly after working initially." No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the unit failed continuity tests due to an open infrared in the emitter assembly. When tested with known good lab equipment a ¿replace sensor" error message was displayed.